Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a left breast lumpectomy procedure, the clips from the device were not holding. Another device was used to complete case with no pt consequence reported.